Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reports receiving a pod communication error while wearing the pod. An investigation of the device confirmed that there was an insulin occlusion in the needle.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The device generated an 0x40 hazard alarm, indicating the rotational sensor maximum open count was exceeded. The data shows a dip in pulse width values accompanied by a failure to transition in the rotational sensor data indicating a drive stall occurred from the hook talons slipping over the teeth of the ratchet gear. During investigation, the pod was able to successfully communicate with a master pdm. No damages or defects that would contribute to a pod communication error during operation were observed. The exact cause of the reported communication error during operation could not be determined. During investigation, the ratchet gear was observed to be damaged, which resulted in the hook talons slipping over the teeth of the ratchet gear, the observed dip in pulse widths and drive stall in the pod data, and the observed 0x40 hazard alarm. Additionally, all three battery voltages were measured to be lower than expected. The exact cause of the low battery voltages could not be determined. It could not conclusively be determined if the ratchet gear damage and low battery voltages contributed to the reported communication error during operation. Initially, fluid was unable to flow the complete fluid path due to a crystallized insulin occlusion in the hard cannula. After removing the occlusion with a soldering iron, fluid was able to flow the complete fluid path. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp2a.250605.031.a3.s936usqu5byi3, hardware: sm-s936u, cgm sensor type: g6.